Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient had a muffled sensation and ringing in the right ear upon completion of an MRI exam of the cervical spine. The patient was provided earplugs by the MRI technologist before the exam began, and the patient was reported to have inserted them on his own. The patient was evaluated by an ent, and a hearing test provided that the patient had demonstrated markable hearing loss within the right ear.